Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were observed on the right ventricular lead. Technical support was contacted and advised the oversensing may be due to myopotentials. Reprogramming settings were provided, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of noise resulting in oversensing was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
Additional information was received indicating that an x-ray was performed and no anomalies were noted. It was suspected the tricuspid valve was the cause. The right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable.